Event description:
It was reported the right ventricular (rv) lead had a high threshold and was replaced to allow access for a new left ventricular (lv) lead. During the implant attempt, the lv lead could not be implanted. Follow-up conducted revealed no further information. Any additional information received will be added to the event. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was reported that all conductors had blood/body fluid (not obstructed). (B)(4) the distal segment of the lead was returned, analyzed, and no anomalies were found. It was noted that the defibrillation conductor was distorted, several conductors had blood/body fluid (not obstructed), the outer tubing overlay had cosmetic environmental stress cracking, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism, and visual analysis revealed apparent explant damage.